Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was on the plane the day the sensor was put on the arm. She uses tandem tslim in modified closed loop. She felt a terrible headache, lost vision and was nauseated "as if like having a stroke." When she checked her pump, "it gave her too much insulin." No mention of the behavior of the cgm screen (no description of alerts, alarms, messages, etc). She decided to unplug the pump and shut it off. She was unable to check her dexcom (no mention of the cgm or whether the cgm was inaccurate). She did not fingerstick that time as she almost passed out. At that same time, her husband gave her a can of orange juice and she felt better after 1 and 1/2 hour so she did not seek further medical assistance. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.